Manufacturer narrative:
Common device name: hemostatic device for endoscopic gastrointestinal use product code: qau. Information regarding the initial reporter section: occupation- unknown. Information regarding PMA/510(k): k200972. Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. All components were not included in the return (only one catheter was returned) therefore a complete evaluation was not possible. The device was returned with the on/off switch in the "on" position. The red activation knob was engaged in the handle indicating activation of the carbon dioxide (co2) cartridge. The returned catheter was kinked towards the proximal end and contained reddish powder at the distal end. When tested as returned, the device did not spray. The device discharged when deactivated and the co2 cartridge was fully punctured. At this point, the regulator components sprang apart, preventing the position to be measured, however all components were accounted for and the lance appeared to be correctly beveled. The inspection of the co2 cartridge and regulator (lance and o-ring) confirm the device was of the current design. The returned catheter was tested with a sample device and sprayed as intended. The device was disassembled and the tubes were disconnected for removal of any powder. Little powder was present in the tubes of the device. The powder chamber was disassembled and hard clumps of powder were found inside the center powder cannula. A visual inspection of hole in the bottom of the powder chamber showed it to be clear. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: the root cause for report of unable to spray was an internal clog within the device. The cause of the internal clog is unknown. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. Catheter occlusion can be a cause of this device internally clogging and not being able to spray powder. However, we could not conduct a complete investigation because only one catheter was returned for evaluation. This limits our ability to conclusively determine a cause. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was included in the scope of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a gastroscopy, the physician used a cook hemospray endoscopic hemostat. The hemospray failed to deploy the spray after initial use of the product. There was no blockage identified in the catheter and the device was tested to see if any powder would spray with out the catheter attached. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.